Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. Customer's blood glucose (bg) level was reported to be "high" via cgm reading. A manual injection was delivered to address bg level.